Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The conclusion was that the pressure transducer printed circuit board pcb was replaced. After replacement, the ventilator passed all functional and safety tests. The provided logs confirmed the reported pressure transducer test failure dated 2020-09-19. Several alarms were generated for peep high, peep low and expiratory minute volume low. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).